Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The device was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to patient dissatisfaction. The device was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. As such, a device performance problem cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.